Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing allergic reaction. Blisters were noted all over the patients body as symptoms.